Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g.2., h.6.

Event description:
Healthcare professional confirmed left rupture via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Patient reported left-side rupture and "multiple subcapsular curvy linear lines are present on the left consistent with inter-capsular rupture". Healthcare professional confirmed left rupture via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, "multiple subcapsular curvy linear line," "inter-capsular rupture." The device remains implanted.